Event description:
It was reported via merlin.net that the patient¿s implantable cardioverter defibrillator (ICD) demonstrated unspecified oversensing, which was associated with dizziness and resulted in a fall. Programming changes were made, and the patient's status was unknown.